Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that when prepping a 3.5 x 12 nc trek rx balloon dilatation catheter (bdc) for treatment of a 90% stenosed lesion in the mid left anterior descending (lad) coronary artery, after flushing the device, the yellow protective sheath was difficult to remove from the balloon. It was ultimately unable to be removed and was, thus, not used in the patient. Another unspecified bdc was used to complete the procedure, resulting in 50% lesion stenosis. There was no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Event description:
Subsequent to filing the initial MDR, the following additional information was received: the 3.5x12 nc trek rx bdc had not been flushed prior to attempting to remove the protective balloon sheath and substantial force was applied to remove the sheath. The physician had proceeded to prep the device with contrast but decided not to use it in the patient due to the sheath removal difficulty. No additional information was provided.